Manufacturer narrative:
The device was received due to inadequate bur rotation and a displayed overheating message on the console. After testing, it was found that sever debris buildup inside the nose cone and in the upper bearing was the primary cause for the device to heat up and have poor rotational properties.

Event description:
While testing the device at the MFR, it was reported that the unit heated up. This event did not occur during a surgical procedure, so there was no pt involvement. There was no user injury reported and no adverse consequences alleged with this event.